Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt was observed on the connector of a eva tpn device. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A photograph of the device was received for evaluation. Visual inspection of the photograph revealed a light colored speck of material on the connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.